Event description:
The patient reported, they have had the stimulator for 4 months. And they were back to feeling how they did before placement. The patient also reported, they were tired of being in pain all the time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).